Event description:
It was reported that the pt experienced a loss of coverage. X-ray displayed that the lead was displaced (migrated laterally). The pt decided to have a revision to move the leads back to the optimal dermatome areas. During the revision the physician tried to reposition the leads, but was unable to do so. The leads were removed. The battery was left in the pt's body. The pt was referred to neurosurgery for possible placement of a surgical lead.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement of pain and training are in place.